Event description:
Related manufacturer reference numbers: 2017865-2024-58225. It was reported that the patient presented in clinic due to shortness of breath. Upon interrogation, it was found that the right atrial (ra) lead exhibited elevated capture threshold. Echocardiogram was performed and revealed pericardial effusion and the right ventricular (rv) lead had caused cardiac perforation. The rv lead was repositioned on (B)(6) 2024. Patient condition was stable.